Manufacturer narrative:
H3: product analysis :evaluation determined that it is impossible to fix the blade/tool. The likely cause of the failure is due to detached bearings. It was also noted that internal tube bearings are worn, tube hole is deformed, tube leg is dented, color band and laser marks are faded. B3: date of incident or estimated date of incident was not provided to the manufacturer. Notified date used as date of incident until further information is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that impossible to fix the blade tool into the attachment. It was reported that there was no patient impact. Additional information was received stating that detached bearings were found during evaluation.